Event description:
It was reported a patient experienced peritonitis, which was caused by a cut in the patient extension line. The patient was hospitalized for 2 days. The patient received treatment with an unknown antibiotic and was recovering from the event of peritonitis. No additional information available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.